Event description:
The deep brain stimulator and lead were replaced. The reason for replacement was not reported. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.